Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a continuous renal replacement therapy (crrt) using a glidepath hemodialysis catheter. During the procedure, air was observed throughout the machine tubing. Visual inspection of the permacath revealed a clean and complete structural break at the distal end of one lumen, indicating a severed connection point separate from the line cap. Due to the risk of air embolism, the patient was immobilized and could not be turned every three hours, as confirmed by the physician. The presence of air in the crrt circuit prior to clamping posed a potential risk of venous air embolism. As per medical team instructions, the patient is under strict monitoring for any acute neurological changes. The damaged permacath remains clamped and non-functional. The fractured components and line setup were documented with photographs for further defect investigation. Crrt was discontinued and could not be resumed until placement of a new catheter. There was no reported patient injury.